Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Zimmer biomet complaint number (B)(6) the following sections are being reported: b4: date of this report was updated. B5: no additional information received at the time of this report. B7: other relevant history was added. D5: operator of device was corrected. G2: report source was added. G4: PMA/510(k) number was added. G6: type of report was updated. H2: type of follow up was updated. H6: event problem codes were added. H6: evaluation codes were added. H10: narrative/data was updated.

Event description:
It was reported that the implant at tooth site #27 lost integration due to peri-implantitis at the implant site and was removed. Previously placed for crown restoration. After other implants failed, crown removed and denture placed. Implant became mobile and painful. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: pain, edema and inflammation.

Manufacturer narrative:
A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.